Manufacturer narrative:
Exact date of event is unknown; event occurred on an unknown date in 2021. Initial reporter is a synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported one of the gold handles on targeting arm for the recon screws from the alfn is missing a spring; therefore, it is not able to lock the recon sleeve correctly. Additionally, the connecting screw threads are stripped. This report is for a connecting screw. This is report 1 of 1 for (B)(4).